Event description:
The customer reported the subject device was displaying a flickering image. Reportedly, the image was normal at first but when the cable was shaken, serious horizontal interference appeared on the image or blackout occurred and the subject could not be recognized. The image was restored upon shaking the cable again. The reported issue was observed during a therapeutic endoscopy. The intended procedure was complained using the subject device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (flickering image) was not confirmed or duplicated. It was observed the displayed image was noisy/flickering due to cable failure; however, the subject could be recognized. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 16 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a cable failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The intended procedure was complained using the subject device.